Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent elevated blood glucose (bg 380-600 mg/dl) and ketone was 3.0. The cause was not known. Bolus was delivered, insulin injections administered and a temporary basal rate was set to address bg. Tandem technical support (cts) assisted the customer with performing a pump system check and no device issues were identified. Cts advised the customer to discuss the event with a healthcare provider.